Event description:
Patient guardian reported unknown side rupture and "high inflammatory level". Healthcare professional reported left rupture and "silicone lymphadenopathy" the device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: ¿ lymphadenopathy: unable to observe since it is a medical event and is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ inflammation/irritation : unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ yellow particles observed. ¿ crease is observed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203 - imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient guardian reported unknown side rupture and "high inflammatory level". Healthcare professional reported left rupture and "silicone lymphadenopathy" the device has been explanted.